Manufacturer narrative:
The product was not returned for evaluation, therefore the root cause of the issue could not be determined. If the sheath tears it is possible for a nonsterile portion of the device to be exposed to the sterile field. The exact cause of the tear in the material is not known. No adverse event occurred as a result of this issue. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. Additionally, we have not received any reports of similar issues occurring for this lot.

Event description:
It was reported that the phastipp disposable resector sheath of the disposable resector tore during varicose vein removal. The tear was at the back end of the sheath and started with just a small, inconsequential tear during the sheath deployment (at the beginning of case setup). During the case the end of the sheath/tubing were clamped to the sterile drapes and the clamps came loose. The back end of the device fell down and caused the tear to lengthen in size considerably (from about 1" to about 12"). As a result, there was a risk of non-sterile product being in the surgical area. No injury was reported.